Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a change in a patient¿s stimulation (stim) coverage. The patient felt all of the stim on the left side, whereas before the coverage was felt bilateral. The patient reported the change happened when they were bending over the side of their bed to put on their socks. The patient met with the rep today and reprogrammed. The reprogramming resolved the issue. The patient has an appointment with their doctor on (B)(6) 2017 to determine if they need an x-ray. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, (B)(4), product type: lead, product ID: 977a260 (B)(4), product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the patient had a revision surgery on (B)(6) 2017. The leads were placed in their original location. The patient felt stimulation in their desired areas. No further complications were reported.